Event description:
It was reported that the tip of the reline final driver broke off when the surgeon tried the final tightening of the locking screw to connect the spinal rod to the spinal screw. After removing the fragments and tightening with another driver, the surgery was completed. No other adverse patient consequences reported.

Manufacturer narrative:
The investigation revealed a complaint reporting that a reline final driver broke off when the surgeon tried the final tightening. The subject device was not returned for evaluation; however, photographs of the device were included in the complaint. The photographs included were used to confirm the reported event. A visual evaluation of the images provided allowed for confirmation of the driver distal tip being fractured off of the shank, as reported. The tip was fractured leaving a sub-flush crater consistent with off angle force and/or wear fatigue. No associated torque handle information was provided, and it is unknown if the surgeon utilized free hand tightening. A risk review determined that the severity and rate of occurrence documented in the reported event do not exceed the post-mitigated severity, and failure mode probability, estimated in the risk management file. Following review, no new risk was identified. Labeling, manufacturing, and complaint history reviews were completed with no deficiencies, discrepancies, or adverse trends identified. Complaint monitoring will continue and additional action will be taken in the event that an adverse trend is identified. No additional action is planned at this time.

Event description:
It was reported that the tip of the final driver broke off when the surgeon tried the final tightening of the locking screw to connect the spinal rod to the spinal screw. After removing the fragments and tightening with another driver, the surgery was completed. There was no other adverse patient consequences reported. This event occurred in japan.

Manufacturer narrative:
The device is unavailable for evaluation. The root cause cannot be determined at this time. A supplemental report will be submitted upon receipt of additional information to support this investigation.